Event description:
The customer reported a blue screen on the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
The customer reported a blue screen on the central nurse's station (cns). According to the customer, the unit keeps restarting and showing the blue screen displaying whea_uncorrectable_error message. The customer will send in the unit to be evaluated/repaired. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) kept boot looping, coming up to a blue screen, and displaying a "whea_uncorrectable_error" message. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) kept boot looping, coming up to a blue screen, and displaying a "whea_uncorrectable_error" message. No patient harm was reported. Investigation summary: the reported device was sent in for evaluation. During the evaluation of the returned device, nihon kohden repair center (nk rc) was not able to duplicate the reported blue screen. During the evaluation, the display was blank, and the unit was displaying an error code of 36 on the led screen. This prompted nk rc to replace the motherboard of the device which resolved the issue. No further issues of blue screen were reported after the return of the device to the customer. It is likely that the blue screen was related to a failing motherboard. Hardware failure could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 b7 d10 e1 email attempt # 1: 07/28/2022 a phone call was made in an attempt to gather all information in the no information list, a voice mail was left for connie to call me back with the patient and device information as well as an email address. Attempt # 2: 08/02/2022 a phone call was made in an attempt to gather all information in the no information list, a voice mail was left for connie to call me back with the patient and device information as well as an email address. Attempt # 3 08/09/2022 a phone call was made in an attempt to gather all information in the no information list, a voice mail was left for connie to call me back with the patient and device information as well as an email address. Additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative.